Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is estimated that the communication failure occurred due to cable failure. We presume that the cause of the cable failure is the video connector leakage. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. Updates to sections d8, d9, h3 and h6. The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found that an image was not produced when the returned device was tested with an olympus, model otv-s400 visera uhd camera control unit. The cause of the failure to produce an image was isolated to a cable failure. Additional evaluation findings are as follows: 1.) The video connector failed the leak test; 2.) A faded rear cover label was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not produced. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus.